Event description:
It was reported that high impedance was detected on a newly implanted m106 generator, at a patient's generator replacement surgery. The surgeon re-inserted the previous m102 generator and impedance was within normal limits. Pin re-insertion was attempted with the replacement generator with the torque wrench still in the screw to remove any back pressure. There were no visual issues with the lead, per the surgeon. The surgeon made the medical decision to use a different generator. Design history records were reviewed for the generator and the generator passed all specifications prior to distribution. The suspect product has not been received by the manufacturer for product analysis to date. No further relevant information has been received to date.

Event description:
The generator was received by the manufacturer. Generator product analysis was completed. The product analysis lab did not confirm high impedance suspected generator issue. Various electrical loads were attached to the pulse generator and results of diagnostic tests demonstrate that accurate resistance measurements were obtained in all instances. The product analysis lab confirmed that the generator was at ifi (intensified follow-up indicator)=no condition. No reason for the high impedance detected was identified by product analysis. There were no performance of any other type of adverse events found with the pulse generator. No further relevant information has been received to date.

Event description:
Internal data from the generator was received and reviewed. The data was available from the date that the generator was attempted to be used but was not due to high impedance detected. Each system diagnostic test performed on the date of the implant surgery resulted in high impedance. No further relevant information has been received to date.